Event description:
It was reported that during an unknown procedure, all that was listed was that the echelon would not fire and it locked. There was no description of event provided yet. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Damaged cartridge. The ec60 device was received for analysis with no visual non-conformances and with an ecr60b cartridge loaded on the device, it was noted partially fired 1/10. In addition the cartridge deck was found damaged where the firing stopped. The damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the one piece sled pushing the driver to continue its run. If resistance is felt, stop and replace the cartridge. Please reference instructions for use for additional instructions. The returned device was tested for functionality by loading a test cartridge. The functional test demonstrated that the staples in the test cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The batch record was reviewed and no anomalies were noted during the manufacturing process.